Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. Scratched display window and cracked battery tube threads noted during visual insp.

Event description:
It ws reported that the customer was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 983 mg/dl. Caller stated that the insulin pump keeps alarming no delivery. Nothing further was reported.